Manufacturer narrative:
.

Event description:
It was reported that during a surgical procedure (unspecified), impedance measurements were out of range for 3 electrodes; issue was not resolved during procedure. The patient was reported to have stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.